Manufacturer narrative:
Block h6: patient code e060104 is being used to capture the reportable event of bradycardia. Patient code e2321 is being used to capture the reportable event of hypotension. Patient code e011903 is being used to capture the reportable event of syncope/fainting. Patient code e0119 is being used to capture the reportable event of loss of consciousness.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2026, under local anesthesia. Following the placement procedure, the patient started feeling light-headed and experienced bradycardia, hypotension, and loss of consciousness. The patient received chest compressions and the patient continued to breath on his own, the patient's previously implanted defibrillator activated. The patient was transferred to the emergency department while receiving levophed and IV fluid hydration. The patient then was monitored and assessed for myocardial infarction, but it was negative and later discharged. In the physician's assessment, the event was attributed to a possible vasovagal response.